Manufacturer narrative:
(B)(4).

Event description:
The customer stated that all quality control (qc) results were out of range on a cobas 8000 c 502 module on (B)(6) 2017 due to a sample syringe screw being loose. The customer pulled approximately 150 patient samples that had been run between the last successful qc and the first failed qc. The customer provided data for 26 patient samples tested on multiple assays. Based on the data provided, the results for 10 patient samples were erroneous when tested for online tdm vancomycin gen. 3 (vanc3), crpl3 c-reactive protein gen.3 (crpl3), valp2 valproic acid (valp2) or ldh and had been reported outside of the laboratory. Refer to attached data for patient results, gender and age if provided. No adverse event occurred. The vanc3 reagent lot number was 26068401 with an expiration date of 01/31/2019. The crpl3 reagent lot number was 21700301 with an expiration date of 05/31/2018. The valp2 reagent lot number was 17639101with an expiration date of 01/31/2018. The ldh reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified an issue with the solenoid base assembly. The fse replaced the solenoid base assembly. As a preventive measure the sample assembly slider was also replaced and multiple parts of the instrument were adjusted to specification. The fse performed decontamination procedures. The customer ran calibration and qc. Patient comparison results between analyzers were within the laboratory guidelines. A 21 cup precision study was performed and the results were within the guidelines. The investigation stated the discrepant results were due to sample material being incorrectly aspirated and dispensed due to the loose screw. It is likely that the screw became loose during preventive maintenance performed by the fse one day prior to the event.

Manufacturer narrative:
The customer has had no further issues since the loose screw was tightened.